Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the force to fire of the cdh33 instrument was very hard at the time of double stapling technique. The surgeon managed to fire; howerver, staples formation was bad. The surgeon used overstitches to complete the case.